Event description:
It was reported that a day after implant of this cardiac resynchronization therapy pacemaker (crt-p) system, a lead safety switch (lss) was observed to have been triggered due to left ventricular (lv) lead exhibited high pacing impedances. Technical services (ts) was consulted for further troubleshooting assistance. The daily threshold and impedance measurements trends was subsequently analyzed and confirmed the lv lead pacing impedances were measured to be at 2337 ohms which is considered to be high out of range. Ts recommended troubleshooting options. The physician opted to turn off the lss alert and will continue to monitor the patient. At this time, the lv lead remains in service. No adverse patient effects were reported.